Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be torn. The overall length of the soft cannula measured out 1.019", which is out of specification. Due to the external tear damage, fluid was not able to flow down its intended path since the distal tip and cross drill are torn off the soft cannula. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.